Event description:
Reprise iii study. It was reported that valve embolization occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg of clopidogrel. Vascular access was obtained via femoral approach. The native anatomy was noted to be calcified with not much tortuosity. The aortic arch had a flattened appearance at the top of the arch. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. A 27 mm lotus edge valve (lot#23427495) was placed in the native aortic annulus. While attempting to release, the sheath aides on the left coronary cusp (lcc) side of the valve did not disengage due to angulation between the device and the delivery system. A slow constant backward tension was applied; however, the valve embolized into the aortic arch and could not be deployed. It was decided to inflate a balloon across the valve and attempt to pull it back into the aortic arch and if possible into to the descending aorta. The 27mm lotus edge delivery system was resheathed and taken back into the lotus introducer sheath. However, the delivery system was stuck with the sheath. The lotus introducer sheath with the 27mm lotus edge delivery system was exchanged for another lotus introducer sheath. Another balloon was used to inflate the embolized 27 mm lotus edge valve (lot#23427495). Due to tortuosity of the aorta, the 27mm lotus edge valve could only brought back to aortic arch. A second 27mm lotus edge valve (lot#23427491) was inserted and asymmetric expansion occurred despite multiple partial re-sheaths and repositioning in accordance with the directions for use (dfu). In order to avoid exerting tension on the sheathing aides, the second 27mm lotus edge valve (lot#23427491) delivery system was completely removed. A third 27mm lotus edge valve (lot# 23499954) was inserted and asymmetric expansion occurred, however was successfully repositioned after partial and complete re-sheathing and deployed in accordance with the dfu. An aortogram performed on the same day revealed a potential compromise to the ostium of the left carotid artery due to the embolized 27 mm louts edge valve (lot#23427495).the seal of the valve was found to be encroaching over the ostium of the carotid artery. Attempts to engage the carotid artery by passing a catheter past the valve was unsuccessful. Prophylactic ballooning of the ostial carotid artery was performed in order to push the stent struts away from the ostium. Angiography performed post ballooning revealed patent left sided carotid/cerebral vessels with no obvious occlusion. On the same date, the event was considered resolved.

Manufacturer narrative:
Lotus edge valve delivery system was returned for analysis. The release collar was returned in the release phase 2 position. The distal end of the outer sheath was stuck inside the lotus introducer sheath. The lotus edge device was withdrawn proximally from the introducer sheath with no significant resistance. The nosecone was noted to be under seated by 3mm. The outer sheath was found to be compressed between 9- 14.5cm proximal from the tip of the outer sheath. This is not an abnormal observation and is due to the interaction with the introducer sheath post valve release. Media was provided to aid in the investigation. The media was reviewed by a bsc quality engineer. The angiographic media provided for review was consistent with the reported event. The catheter moves to a higher position relative to the annulus as the valve is unsheathed and asymmetry is observed. The valve is partially resheathed and the catheter is positioned lower. A severe bending in the valve frame on the left coronary side is noted in both the second and third attempts to unsheathe the valve. This bending in the frame appears to coincide with a push on the catheter as the valve is centralized. The valve is locked and the tug test that is performed appears to be very slight with no movement of the catheter outer sheath towards the inner curve. The valve is positioned too high relative to the annulus and although there is a waist on the valve, it appears to converge in the direction of the annulus which could again indicate that the valve is positioned too high. The sheathing aids at the left coronary side are also noted to be positioned very deep and are still woven within the valve braid following the release of the collars. After final release the sheathing aids, at the lcc plane, did not disengaged from the valve. The delivery system with the woven sheathing aids was pulled in what appears to be an attempt to disengage them from the braided frame. This attempt to disengage the sheathing aids (sa) induced additional tensions defined by the angle between the valve and the delivery system. This causes more difficulty to the release of the sheathing aids woven into the braid. The valve embolizes as the catheter is withdrawn with the left coronary sheathing aids still attached to the valve. The sheathing aids finally detach as the delivery system is resheathed leaving the valve free floating in the ascending aorta near the arch. The catheter appears to encounter resistance as it moves through the lotus introducer sheath. The cause of this restriction cannot be confirmed from the available media. The lotus edge valve was then stabilized at the arch with a balloon and a contrast assessment through the lotus edge valve showed that there was flow into the brachiocephalic and carotid arteries. The provided media was reviewed by a bsc medical director. A pigtail is positioned in the non coronary cusp; the three cusps are in one plane. There seems to be moderate-severe calcification of the leaflets. A predilatation (bav) is being performed. A deployment of edge valve is depicted, where the valve deploys in an asymmetric fashion. The valve is finally deployed in a high position with more braid density on the top and mushroom shape. There are also secondary signs that significant amount of pushing was exerted on the catheter also at the time of valve release. Upon release, the sheathing aids on the left side look to be very deep. When an attempt to release is made, they are pulled out at an angle and with a slight tension the valve embolizes to the aorta. The delivery system is being removed. 2nd valve is attempted to deploy. The valve gets repeatedly an extreme asymmetrical unsheathing appearance, followed by difficulties to position. After 5 attempts. This valve is retrieved and removed. The 3rd device is finally used. Equally, on this occasion it takes multiple attempts before the valve is properly positioned in a squared appearance, followed by a clean valve release and sheathing aid removal. Theres no pvl. The embolized valve is addressed at the end. It is sitting in the aortic arch and seemingly impairing the left carotid artery (lca) flow. A multiple attempts of balloon dilation to lca are made without a clear improvement. The available media from the valve implantation is consistent with an unsuccessful implantation of a lotus edge valve, leading to valve embolizing to aortic with a flow impairment to left carotid artery. A complicated deployment attempts of subsequent edge valve are shown, finally being successful on the 3rd device used, leading implant in a proper anatomical position with no paravalvular leak. There was evidence that the device was used in a manner inconsistent the directions for use (dfu). With respect to deployment the lotus edge implantation procedure field training document states to "target the final implant position with the bottom of the braid approximately 4 mm below the annulus". It was observed during the procedural media review that the locked valve appears to be placed high relative to the annulus. Additionally, the waist on the valve appears to converge in the direction of the annulus which could again indicate that the valve is positioned too high. The high placement and the converging waist could indicate that the valve is not well anchored to the anatomy. The media review also identified that the left coronary sheathing aids were still attached to the valve when the delivery system was resheathed. The sheathing aids detach during resheathing leaving the valve free floating in the ascending aorta near the arch. The field training further states that the second operator "should not start sheathing until sheathing aids are disengaged".

Event description:
(B)(6) study. It was reported that valve embolization occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg of clopidogrel. Vascular access was obtained via femoral approach. The native anatomy was noted to be calcified with not much tortuosity. The aortic arch had a flattened appearance at the top of the arch. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. A 27 mm lotus edge valve (lot#23427495) was placed in the native aortic annulus. While attempting to release, the sheath aides on the left coronary cusp (lcc) side of the valve did not disengage due to angulation between the device and the delivery system. A slow constant backward tension was applied; however, the valve embolized into the aortic arch and could not be deployed. It was decided to inflate a balloon across the valve and attempt to pull it back into the aortic arch and if possible into to the descending aorta. The 27mm lotus edge delivery system was resheathed and taken back into the lotus introducer sheath. However, the delivery system was stuck with the sheath. The lotus introducer sheath with the 27mm lotus edge delivery system was exchanged for another lotus introducer sheath. Another balloon was used to inflate the embolized 27 mm lotus edge valve (lot#23427495). Due to tortuosity of the aorta, the 27mm lotus edge valve could only brought back to aortic arch. A second 27mm lotus edge valve (lot#23427491) was inserted and asymmetric expansion occurred despite multiple partial re-sheaths and repositioning in accordance with the directions for use (dfu). In order to avoid exerting tension on the sheathing aides, the second 27mm lotus edge valve (lot#23427491) delivery system was completely removed. A third 27mm lotus edge valve (lot# 23499954) was inserted and asymmetric expansion occurred, however was successfully repositioned after partial and complete re-sheathing and deployed in accordance with the dfu. An aortogram performed on the same day revealed a potential compromise to the ostium of the left carotid artery due to the embolized 27 mm louts edge valve (lot#23427495).the seal of the valve was found to be encroaching over the ostium of the carotid artery. Attempts to engage the carotid artery by passing a catheter past the valve was unsuccessful. Prophylactic ballooning of the ostial carotid artery was performed in order to push the stent struts away from the ostium. Angiography performed post ballooning revealed patent left sided carotid/cerebral vessels with no obvious occlusion. On the same date, the event was considered resolved.